Event description:
The customer reported that an 840 ventilator had an erratic gui display. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and removed and reinstalled the liquid crystal display (lcd) cable. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).